Manufacturer narrative:
(B)(4). The customer reported the battery charge led light was not working. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The battery pca and ac power supply were replaced to resolve the issue. We are unable to determine a cause because multiple parts were replaced.

Event description:
The customer reported the battery charge led light was not working. There was no report of pt involvement.